Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient's device had died and a new battery was surgically implanted. The patient stated "for the most part" the shaking had resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient was shaking since last night. The patient was asking how to use the programmer to check the ins. After syncing with the programmer, the stimulation was shown to be on and ok. The patient was directed to follow up with the hcp to check the ins. There were no further complications reported.